Event description:
It was reported the lcd monitor experienced no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the power of the combination device at the facility was not turned on, and from this, the image was not displayed. Since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "in case of a loss of the endoscopic image or a frozen image: turn off the monitor and turn it on again after several seconds. Also turn off the ancillary equipment to be used in combination with this monitor and turn it on again, as described in the instruction manuals for the equipment. Source of the information: high definition lcd monitor oev262h instructions: (important information ¿please read before use_warnings and cautions_in case of a loss of the endoscopic image or a frozen image:_p10)." Olympus will continue to monitor the field performance of this device.